Event description:
The wife of a male pt contacted lifecor customer support to report that the replacement battery packs, we sent him in 2007 were not charging completely. The charger showed a green, charged, icon light but when placed in the monitor displayed only half or one-quarter charge. Support replaced the battery charger and both battery packs.

Manufacturer narrative:
Device manufacture dates: battery charger - 12/2002. Battery pack - 09/2007. Battery pack - 09/2007. Device evaluation summary: device evaluations of battery charger, battery pack, and battery pack have been completed. The reported problem was confirmed. The cause of the battery packs not charging completely was corrosion on the circuit board of the battery charger, where the battery connector attaches. Multiple pins within the battery charger were shorted together by some unk sticky substance. Multiple solder joints inside the charger had corrosion and rust on them as well. The fault light and the charging light illuminated without any battery pack in the charger. The root cause of the corroded circuit board was probably liquid spillage into the battery well area of the charger. The battery charger was scrapped. Battery pack passed all functional tests. It was restocked. Battery pack was found to have mismatched cells. The root cause of the mismatched cells was due to the contaminated battery charger. The battery was repaired and retested. It was restocked. No adverse event resulted from the damaged charger or battery pack. The pt received replacement battery packs and charger.